Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. The patient reported blood glucose results of 9.7 mmol/l with a lifescan meter and 13.8 mmol/l on a lab, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected lifescan's criteria for accuracy. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. Reportedly, the patient had symptoms described as "confusing and disoriented" two hours prior to the onset of the inaccuracy issue. There was no reported medical intervention that would suggest a serious injury.

Manufacturer narrative:
The lifescan product has been returned to lifescan. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4): the meter and test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 3/22/2013, test strips- 2/26/2013. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.